Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens was explanted due to a scratch on the lens optic. A second crystalens was implanted successfully.